Manufacturer narrative:
Approximate age of device - 1 day. Investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was positive for coag negative staph on (B)(6) 2013 pre-implant. The patient was on continuous IV vancomycin until (B)(6) 2013 and was positive again on (B)(6) 2013 with staph. Therefore the driveline infection started the date the patient was implanted. Patient has had multiple wound cultures done throughout the patient's therapy with the lvad as the chronic infection became resistant to most antibiotics. Patient had been on suppressive antibiotics since 2014. The healthcare professional indicated that many of the below wound cultures were treated as outpatient and since the patient has been admitted many times for ongoing infection, the exact admissions for infection are difficult to obtain.